Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the top and front enclosure were cracked ,the battery lock was missing and sticky encoder shaft symptom. The autopulse platform is a reusable device and was manufactured on 06/23/2008 . Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear which is unrelated to the reported complaint. A review of the archive was performed and found user advisories (ua) 7 (discrepancy between load 1 and load 2 too large) and ua2 (compression tracking error) were noted on (B)(6) 2016; thus confirming the reported complaint. The platform was functional tested and the autopulse exhibited user advisor (ua)7 (discrepancy between load 1 and load 2 too large) upon powering on; thus confirming the reported complaint. Further investigation indicated that one of the load cells (load cell 2) was defective. Replacing the load cell 2 remedied the ua7. Load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. In summary, the customer's reported complaint of the platform exhibiting ua 7 and ua2 was confirmed during archive review and functional testing. The root cause was attributed to a defective load cell 2. After the load cell 2 was replaced the autopulse platform passed all the testing and meets all required specifications.

Event description:
It was reported that on (B)(6) 2016, the ems responded to a patient who was unresponsive. There were no signs or symptoms of trauma. No medical history of patient was available. The cardiac arrest was witnessed by ems. Upon arrival, the crew started performing manual CPR approximately less than 2 minutes. The platform was deployed without any issues. During active operation, the autopulse platform performed approximately 3-5 minutes compressions and then displayed user advisories (ua) 2 (compression tracking error) and (ua) 7 (discrepancy between load 1 and load 2 too large). The crew tried several things such as repositioning patient, checking lifeband, and battery but the error message still occurred. The platform was restarted multiple times; however, the crew was unable to clear the error message. The use of autopulse platform was aborted and the crew reverted to manual CPR. Manual compressions continued 5-7 minutes until the patient was transferred to the emergency department (ed) where efforts continued without success. It is unknown if return of spontaneous circulation (rosc) was achieved. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other patient information was provided.